Manufacturer narrative:
(B)(4). An investigation is in process. A follow up MDR will be submitted when the investigation is completed. Other: an investigation is in process.

Event description:
The customer stated continuous imprecision was occurring on the architect c8000 analyzer. One patient result generated a falsely elevated architect co2 result of 41 meq/l. When repeated, the sample generated a co2 result of 25.3 meq/l. The customer verified the result on another architect c8000 obtaining a result of 25 meq/l. The customer checked the sample integrity and noted the sample was short; however, the analyzer did not generate an aspiration error. There were no results reported outside of the laboratory and no impact to patient management occurred.